Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the factors related to the lens vaulting include the yag capsulotomy and large capsulorhexis size. (B) (4).

Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens iol in the left eye. Approximately 2.5 months postoperatively, the surgeon performed a yag capsulotomy. Two weeks after the yag, the pt presented with lens vaulting in a z-configuration. Preoperatively, the pt's bcva was 20/25 with mr +2.00 + 1.00 x 180. After the lens vaulted, the bcva was 20/20 with mr -2.00 + 1.00 x 005. The surgeon is consulting with his peers to determine the appropriate intervention to resolve the lens vaulting.